Event description:
It was reported that the patient presented with intermittent t wave oversensing after bi-ventricular pacing. It is unclear if the oversensing is occurring on the right ventricular competitor lead or the implantable cardioverter defibrillator (ICD). Programming in the clinic was conducted to change the delay between the left ventricular and the right ventricular leads, and the oversensing appeared to be eliminated and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.